Event description:
Patient was to be admitted and required a saline lock per ER md orders. A 22 ga angiocath nexiva was inserted and blood was seeping between the angiocath (blue part) and the extension tubing. This angiocath had to be discontinued. Patient was informed and a different 20 ga angiocath was inserted in his lac.